Event description:
It was reported to boston scientific corporation that a captivator snare device was used in an unknown procedure performed on (B)(6) 2025. During preparation, it was observed that there was a dust inside the device. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign matter in the packaging. Block h11: the returned captivator snares was analyzed. The device was returned in its unopened pouch, and a visual evaluation and microscopic inspection were performed, and a foreign material was found inside the pouch. No other problems with the device were noted. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. The reported event of foreign matter in the packaging was confirmed. Investigation found that the device had evidence of foreign material inside the original pouch. This event was escalated, and it was determined that the cause is related to manufacturing deficiency. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency. An investigation to address this problem is in progress. Block h11: correction: block h7 (if remedial act init, type).

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign matter in the packaging.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used in an unknown procedure performed on (B)(6) 2025. During preparation, it was observed that there was a dust-like unknown substance inside the device. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.